Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke while grabbing the posterior left vaginal cuff. The suture was removed and replaced, but suture snapped. A new handle and new reload were opened and used to complete the case. There was no patient injury.